Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('most of womens need help rebalancing the hormones after removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and were found to have hormone level abnormal ("most of womens need help rebalancing the hormones after removal"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('most of womens need help rebalancing the hormones after removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and were found to have hormone level abnormal ("most of womens need help rebalancing the hormones after removal"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.